Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d9; g2; g3; g6; h1; h2; h3; h4; h6 visual examination of the returned product confirmed the poly has worn through to the metallic over molded connection to the post. Subsequent breakage of the over molded connection piece was noted as secondary to the wear. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. However, they were not sent for further review as product return and provided pictures provided sufficient evidence of the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item #: pt-113950, pt hybrid glen post regenerex, lot #: 084500. G2: foreign: netherlands. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty using the comprehensive anatomical system approximately twelve (12) years and seven (7) months ago. Subsequently, the patient the patient underwent a revision two (2) weeks ago due to the versa dial head wearing through the implant. There was no report of the patient suffering any trauma that caused the event. It was caused by normal daily wearing. The patient reported pain and discomfort.